Manufacturer narrative:
The device history record review was performed and confirms that this device passed all manufacturing and sterilization inspections. Additional attempts to obtain the cause of death were unsuccessful, therefore, no further investigation can be performed into the relationship of subject device to the reported event.

Event description:
The following information was learned through a clinical study: reportedly, the patient had a heart valve replacement on (B)(6) 2009 for aortic stenosis. The patient was discharged on (B)(6) 2009 to a long term care facility on ventilation. The patient expired after an implant duration of 41 days (1.33 months). Cause of death has not been provided. It has not been assessed if the death was device related. It was reported that the hospital learned of the patient's passing from the (B)(6) records.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative - the device history record (DHR) review is in process. It is assumed that the device remains implanted as no explant information was made available and there is no report of an autopsy. No cause of death has been provided.